Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high threshold measurements. During a procedure to replace the right ventricular (rv) defibrillation lead, the ra lead was observed to have signs of being repaired at an unknown time. The lead was explanted and replaced. No additional adverse patient effects were reported.